Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.this is report two of two for this event. Reference report 3003853072-2016-00146.

Event description:
It was reported that the screwdrivers were tested with mating screws during a routine set inspection. The screwdrivers were found to not fit properly with the screws so that the screw shafts were not held rigidly and wobbled. There were no patient interactions associated with this event.

Manufacturer narrative:
Additional information in device available for evaluation?, device evaluated by MFR?, device manufacture date, and evaluation codes. The returned drivers were functionally tested. There were no failures detected; they were found to function as expected. The complaint cannot be confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.